Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a skin irritation on his back and side. The patient recently developed shingles and the electrodes were reportedly rubbing against the patient's skin where the shingles are and causing a raw, oozing rash. The patient was prescribed an oral medication for his shingles. During follow-up, it was reported that the patient's skin had improved.